Manufacturer narrative:
The referenced generator was not returned to the service center for evaluation. Therefore, the cause cannot be determined. However, the investigation is ongoing and if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that an e433 error occurred using with the high frequency electro-surgical generator unit. No harm, or patient injury was reported.

Manufacturer narrative:
The reported event occurred during set up, prior to the procedure. There was no patient injury or harm reported. There were no alarms, alert tones or error code displayed. The connections were secure and the device had been inspected and no abnormalities were noted. To date, the device has not been returned, however, the investigation is still ongoing. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer (oste) for MDR# 9610773-2020-00243. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). If not already done, the legal manufacturer recommends replacing the generator board. A new generator board was issued in july 2020. Olympus will continue to monitor complaints for this device.